Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received that shock lead integrity testing was performed and the true shock impedance measurements have demonstrated integrity of the system. The patient will continue to be followed appropriately. No adverse patient effects were reported.

Event description:
Boston scientific received information that in shock impedance measurements on the device and right ventricular (rv) lead over the past year had increased from 70 ohms to greater than 125 ohms. No adverse patient effects were reported.

Event description:
Subsequent information was received that the patient had a follow-up for further testing. All configurations noted shock impedance measurements around 125 ohms or higher. It was indicated this patient would continue to be followed appropriately. No adverse patient effects were reported.